Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05202, 2017865-2020-05203, 2017865-2020-05371. It was reported that the patient's pouch was broken. The doctor considered the patient experience an infection, so the entire pacemaker system was removed on (B)(6) 2020. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.